Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported an error code displayed on the system. The video cable had an open circuit. No pt injury was reported.